Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported receiving sensor scan results "in the range of 15 to 27 regardless of the insulin" he took. Customer felt "steadily unwell" and self-presented to a hospital where a reading of 26 mmol/l was obtained on the sensor and customer was advised to self-treat with insulin (dose unspecified). A subsequent reading of 3 mmol/l was obtained on the hospital device compared to a sensor scan of 25 mmol/l and customer was admitted to the hospital where he remained overnight and received treatment of intravenous glucose, food, and apple juice. Readings of 25 mmol/l and 3 mmol/l were plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.